Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned but would not stay in place. Additional information indicates that the reason for the revision was lead dislodgement due to patient's anatomy. As a result, this lead was explanted and was replaced with an active fixation lead. The lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Additional information received indicated that the lead would not stay in place due to its passive fixation mechanism. After several attempts of repositioning, the lead was explanted and the physician opted to use an active fixation lead. No additional adverse patient effects were reported.